Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet user experienced rapid battery depletion overnight from a full charge to approximately 5¿6 percent by morning, prompting fear of leaving home and subsequent replacement of the pump. Symptoms included hyperglycemia with a reported maximum of 300 mg/dl sustained overnight without backup therapy or ketone testing and without medical intervention. Outcomes included replacement of the pump and continued use of cgm while awaiting retraining. Investigation included review of engineering logs. Investigation of this device revealed a device power/battery performance issue associated with the pump hardware, with no alerts or alarms reported, and the user continued operation by charging every six hours until retraining and replacement. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to battery depletion.